Manufacturer narrative:
Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was completed and confirmed that the event of fluid leak and difficult/unable to load onto guidewire was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: a thorough review of the reported complaint and the corresponding labeling, the reported allegation is attributable to a device damage or defect, but the nature of the damage or defect could not be determined using the information available. The investigation conclusion code of cause linked to device but unable to trace more specifically was selected.

Event description:
It was reported that water leakage was observed at the middle of the shaft. A 1.25mm rotalink plus was selected for treatment of the severely calcified left anterior descending artery. During preparation, water leakage was observed at the middle section of the shaft instead of the normal drip at the rear end of the device. The guidewire crossed the tip of the device but could not smoothly exit the tail end. Multiple attempts were unsuccessful, and the procedure was successfully completed after replacing the burr. There were no patient complications and the patient condition following procedure was stable.

Event description:
It was reported that water leakage was observed at the middle of the shaft. A 1.25mm rotalink? Plus was selected for treatment of the severely calcified left anterior descending artery. During preparation, water leakage was observed at the middle section of the shaft instead of the normal drip at the rear end of the device. The guidewire crossed the tip of the device but could not smoothly exit the tail end. Multiple attempts were unsuccessful, and the procedure was successfully completed after replacing the burr. There were no patient complications and the patient condition following procedure was stable.